Manufacturer narrative:
Clinical conclusion: there is no documentation to show a causal relationship between the liberty cycler and the patient hospitalization with diagnosis of (B)(6) and possible endocarditis with complications of (B)(6), respiratory failure, right pleural effusion and internal jugular dvt. The medical records document the hd catheter (not a fresenius product) as the source of the mrsa bacteremia and pd effluent cultures were negative. There is also no documentation to show a causal relationship between the additional adverse events that complicated the hospitalization. A temporal relationship is possible between pd treatment and the hospital complications, however, it is unknown if any fresenius products were in use during the hospitalization. There is no allegation of a machine malfunction or deficiency related to the event. Based on the information available, there is no documentation or indication the liberty cycler caused or contributed to a serious adverse patient event. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Medical records were received for a separate event. The medical records documented that this female patient had blood cultures taken on (B)(6) 2018. It is unknown what signs/symptoms the patient was experiencing. It was noted in the medical records that the patient was initially admitted (date unknown) to a first hospital until the need to transfer for higher level care. The patient had recently been hospitalized for a hernia repair and transitioned to hemodialysis (hd) during that time while the patient recovered. The patient had since transitioned back to peritoneal dialysis. The blood culture results revealed (B)(6). On (B)(6) 2018 the tip of the jugular hemo dialysis catheter (not a fresenius product) was cultured resulting in the same organism, (B)(6). Peritoneal dialysis effluent cultures were negative. During the hospitalization, the patient¿s admission was complicated by clostridium difficile (c diff) colitis (diagnosed (B)(6) 2018) and left internal jugular deep vein thrombosis (dvt) as well as acute hypoxemic respiratory failure secondary to multifocal pneumonia and a right pleural effusion. The patient underwent a thoracentesis (unknown date). The dvt was the result of the hd quinton catheter (not a fresenius product) which was subsequently removed (unknown date). The patient¿s coumadin was held for supratherapeutic values (unknown) with instructions for inr lab value checks. The patient¿s c diff was treated with oral (po) vancomycin while taking intravenous (IV) daptomycin (dose, frequency unknown) for the mrsa bacteremia with a projected end date of (B)(6) 2018. There is no documentation of treatment for the respiratory failure and pneumonia. The patient denied shortness of breath and her o2 saturation was 100% on room air. The patient was then transferred to a second hospital on (B)(6) 2018 for the management of the (B)(6). Upon admittance to the facility, it was suspected that the patient had endocarditis and underwent permanent pacemaker (ppm) removal on (B)(6) 2018. The patient¿s pacemaker had been necessary to treat sick sinus syndrome. Transesophageal echocardiography (tee) performed on (B)(6) 2018 was concerning for mobile echodensities attached to the anterior mitral valve leaflet, unknown if the echodensity is vegetation. A repeat tee was recommended for 2 weeks later. The patient refused surgical intervention at the time. The patient was discharged to a skilled nursing facility on (B)(6) 2018 with antibiotic therapy continuing. The patient continued with pd therapy during hospitalization, but it is unknown if any fresenius products were utilized. No additional hospital course is known.